Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and reproduced. The unit fuses were replaced with the new v8 fuses.

Event description:
It was reported that during a da vinci-assisted sleeve to bypass revision surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) informed the isi technical support engineer (tse) that the integrated electro surgical unit (iesu) lost the power. The cta confirmed that the iesu power cable was connected to the wall power outlet properly. The customer was not able to swap to another wall power outlet because it was not close enough. The customer also confirmed that the wall power outlet was normal after testing with another piece of equipment. The customer used the e-100 generator to continue with the case. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was able to be completed robotically.